Manufacturer narrative:
Additional information was added to h4, h6 (update codes), and h11: h4: the lot was manufactured between march 22, 2023 ¿ march 23, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had transparent liquid inside the device which was dripping down the plastic wall. This was observed during visual inspection of the device when taken from the primary packaging. There was no patient involvement. No additional information is available.